Event description:
It was reported that the patient presented for device replacement; externalized conductors were observed via fluoroscopy. The lead will be monitored.

Manufacturer narrative:
No medwatch form was received.